Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure the physician was unable to advance the stylet into the lead. Implant was completed with use of a replacement lead. The patient was stable.

Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. As received, a complete lead with three stylets, three clip-on-tool, and two implant tools was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the inner coil was over-torqued at the connector region. The stylet insertion test could not be performed due to the damaged inner coil consistent with procedural damage which caused the reported event.